Event description:
"Broken port, or which the broken section was inspected inside the abdomen, and thus removed. Pt is fine."

Manufacturer narrative:
Product has been submitted to MFR and is under evaluation by engineering. A final report will be issued upon completion of investigation.